Event description:
The facility representative reported a colleague infusion pump with failure code 550:320:654:0000. This condition was found during programming/setup of the device in the central supply area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 550:320:654:0000 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were needed to correct this condition. The condition is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.